Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The fse reviewed the diagnostic log and verified the error code in the log. The fse replaced the speaker as a precautionary measure to address the reported error. Failure analysis on the returned speakers shows that the speaker assembly# 1 and speaker# 2 were tested and no failures were identified. The 1102 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure. There was no patient involvement.